Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not for diagnosis. This report is for one (1) (band aid brand hydroseal bandages large 6ct USA 381371174010 8137117401usa, lot/ctrl # 2833c). D4: upc #: 381371174010 lot #: 2833c exp date: na UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. H6: health effect clinical code e1628 refers to "bone and joint infection". E2402 refers to consumer "intentional misuse/off-label use" of the product. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 16, 2023. Raw material and component records were reviewed and were found acceptable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 55 year old female consumer used band aid brand hydroseal bandages large 6ct USA 381371174010 8137117401usa for a few months on her dry and cracked fingers which it was reported that, on 05/18/2024 her finger got swollen and the consumer had to go to the emergency room and the doctor said that it was ¿an infection in bones¿. The consumer was hospitalized from (B)(6) 2024 and received a partial amputation wherein fingernail and the first knuckle of finger were removed.